Manufacturer narrative:
The instrument has not been returned for evaluation.

Event description:
Allegedly, during a turp procedure the doctor noted that pieces of the ceramic beak broke off theinstrument and fell into the patient. The doctor immediately removed the largest broken piece and irrigation was used to remove the 1-2mm pieces. The procedure was completed with no delay and the hospital reported there was no injury to the patient.